Manufacturer narrative:
Visual inspection and functional testing of the spectra penile prosthesis (spp) could not confirm the reported allegation of erosion. The spectra performed within specifications. The product record review confirmed the reported events of erosion do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of 'known inherent risk of device' was chosen because no product malfunction was identified with the returned spectra cylinders and the adverse event of erosion is included in the product labeling the product analysis results and event report provided no objective evidence that would warrant further escalation. Product analysis was unable to confirm the reported event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The spectra hazard analysis indicates that the as reported events this complaint do not represent a new hazardous situation.

Event description:
It was reported that due to erosion the patient had his spectra penile prosthesis (spp) explanted.